Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient had disassociated constrained liner. Doctor did not perform any previous hip surgery on patient. Doctor notified that he would revise the shell and constrained liner to titanium shell and mdm liner/insert. Doctor used extraction equipment to remove shell, reamed to 57 mm and implanted a 58 mm shell. He then implanted an mdm 46f liner, restoration mdm insert and it was determined to be a stryker cemented stem (c-taper). As a result, doctor implanted 28 mm c-taper +5 head.